Event description:
It was reported that unit package of bd luer-lok¿ syringe was unsealed which compromises the sterility of the product. 3 unit packages were affected, however, no patient impact reported. The following information was provided by the initial reporter: before the customer used the syringe, the packaging was unsealed and there was no adhesive at all. It is judged that the product was not sterilized due to packaging problems.

Manufacturer narrative:
Investigation summary: it was reported the packages were received unsealed. To aid in the in the investigation, three samples in opened packaging blisters and two photos were received for evaluation by our quality team. A visual inspection was performed. The syringes have no defects or imperfections. The packaging blister top and bottom webs were also inspected verifying the sealing area was insufficient, so the blister was sealed but not to specification. The two photos provided show the samples received. This defect could occur if the seal station became misaligned inducing the symptom reported. A device history record review was completed for provided material number 302832, lot number 2040663. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the packaging seal station was verified. The settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.